Event description:
It was reported that during a gastrectomy procedure, the device stoppe during the procedure after presenting a continuous beeping. No furhter info was provided, not noted how case completed. No pt consequence.